Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 55-year-old male presented with left limb weakness, and imaging revealed infarction in the right frontal and parietal lobes. The occlusion was located in the right internal carotid artery (ica) at the c1¿clinoid segment. The first-stage intervention was performed 13 days after imaging-confirmed occlusion and resulted in a type d dissection at the c3¿c4 segment, which was noted to be caused by the use of the abbott guidewire. After a 35-day interval, the second-stage procedure involved stenting with an abbott xact 8¿6×30 mm stent. Abbott guidewires used during the intervention included the hi-torque pilot-50, command, and command es, which were essential for navigating the occlusion and achieving successful recanalization. Although the procedure was technically successful, the patient developed leukemia seven months postoperatively, leading to discontinuation of antiplatelet therapy and subsequent reocclusion of the ica. At 19-month follow-up, the patient had a modified rankin scale (mrs) score of 2.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.